Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm when delivering a bolus. There was no impact to the customer's blood glucose level. Customer reported they cleared alarm without troubleshooting and alarm did not recur. Troubleshooting with tandem technical support was unable to be performed as occlusion alarm occurred in the past.